Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Systems check was performed with tandem technical support and no issues were identified. Customer successfully changed pump supplies and resumed insulin delivery after the system check.